Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" error message on the adc device and was unable to obtain readings. As a result, customer experienced hand stiffness and sleeping tongue, requiring third party treatment of a sugar bag. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Performed a visual inspection on the sensor plug assembly and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" error message on the adc device and was unable to obtain readings. As a result, customer experienced hand stiffness and sleeping tongue, requiring third party treatment of a sugar bag. There was no report of death or permanent impairment associated with this event.